Event description:
The daughter of a female pt contacted lifecor customer support to report that the pt had passed away. She stated that she was wearing the device at the time of death. She stated that the device did not alarm until they removed it.

Manufacturer narrative:
Device evaluation. Battery pack had a broken locking tab. It was repaired, retested and restocked. The monitor and battery pack were fully functional. They were refurbished, retested and restocked. A holter recording data file begins at startup at 13:42. The pt was in a normal sinus rhythm from the beginning of the data file until 6:55, when complete av block occurs (p waves exist, but no qrs complexes occur). There are no qrs complexes for nine seconds, while the atrial rate continues at 80 bpm. There is on final ventricular beat and a few seconds of noise before the battery is disconnected. Conclusion: the pt's holter data was reviewed, which showed complete av block. The complete av block was followed by a few seconds of noise, which appeared to be due to the pt falling. The equipment has been evaluated, and the pt was using a battery with a broken locking tab at the probable fall. Since the battery was disconnected after the probable fall, it appears that the battery was dislodged from the monitor after the pt fell, due to the battery's broken locking tab.